Manufacturer narrative:
Pt identifier, age/date of birth, sex and weight: no other information was provided since there was no reported injury. The lot number was not provided and without the lot number it is not possible to determine the expiration date or manufacture date of the device. Initial reporter name, phone or e-mail was not provided. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product was not provided with this complaint so at this time it is not possible to determine if this product included or did not include the process change as noted above. End of report.

Event description:
A hospital employee alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the "y" connector. No product lot information was provided. No patient injury was alleged. No information was provided as to if the set was primed prior to use, type of fluid being used or if a pressure device was used.